Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was unable to synchronize with the server following reimaging of the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an error during full sync. A technical support specialist (tss) identified that nt authority/system was missing the system admin role in structured query language (sql), and after adding the role, the synchronization was completed successfully. The system functioned as intended after the technical support specialist troubleshot the device.